Manufacturer narrative:
No product malfunction was found; the alarm did occur, and was silenced by the user. A philips field service engineer (fse) had gone to the customer site, and pulled the alarm log from the pic ix surveillance system. The fse found that a red asystole alarm had occurred at 2:33:29, and sounded at 2:33:30. This alarm was seen to have been silenced at 2:33:37. The fse tested the system, and found it to be working as expected; therefore, no parts were ordered and no repair was warranted. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time.

Event description:
The customer clinician reported that a yellow pause alarm should have gone to red and asystole, but did not. The device was in use on a patient. The patient had to be revived.